Manufacturer narrative:
Device evaluated by MFR: wolverine cb mr, ous 10mmx2.75mm was received for product analysis. A visual and microscopic examination identified no tears in the balloon material. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified. The pinhole leak was noted at 1mm distal from the proximal markerband. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified a kink at 58cm distal from the strain relief. A visual and tactile examination of the shaft polymer extrusion identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with this device. There was no patient injury.

Event description:
It was reported that balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with this device. There was no patient injury.